Manufacturer narrative:
The field service engineer (fse) was at the customer site and found that the syringe assembly was loose causing loss of prime. The fse tightened the syringe barrel to resolve the reported problem. The fse ran several tubes and qc with no issues successfully. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca control failed bilirubin, glucose, nitrite, ph and specific gravity on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.